Manufacturer narrative:
Continued e1: postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture - leaky valve." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h6. Laboratory analysis summary device photograph(s) for the device related to the reported event of deflation was requested on march 13, 2025. Lot number 3194593 can be observed on the device. Visual analysis of the photographs identified: deflation: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "rupture - leaky valve" of a saline device. The device has been explanted.